Manufacturer narrative:
The data log showed a several errors had occurred during treatment. When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, customers need to intervene to proceed. Based on the evaluation of the data, the system and handpiece performed as expected. The treatment tip was not available to return for evaluation. According to the thermage flx user manual, redness, burns, and hyperpigmentation are known possible side effects during a thermage flx treatment. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Review of manufacturing records show final manufacturing test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for the serial/lot number. Based on the available information, no causal factors can be determined and no conclusions can be drawn. No corrective action is necessary at this time.

Event description:
A user facility in ireland reported that a patient had experienced superficial burns leading to post inflammatory hyperpigmentation on the patient's right upper and lower eyelids lateral aspects following a thermage flx eye treatment. At the beginning of treatment, the provider applied drops of 0.5% tetracaine hydrochloride and hylo night eye ointment to use as lubricant while inserting the bausch+lomb crouch protector type intraoccular eye shields. Solta medical branded cryogen and 30-45ml of coupling fluid was used with the highest level of treatment at 5.0. As the treatment was performed the provider confirmed that the patient was tolerant at the 3.5-4.0 energy level. With permission from the patient, the provider increased energy level to 5.0. During treatment on the higher level of 5.0, it was observed the skin was red and showed distinct red blocks where the treatment was delivered. The provider then lowered the treatment level to 3.0 for the remainder of the procedure. When the treatment was completed, the red blocks were gone. The provider applied is clinical recovery balm to the affected areas and advised the patient to apply cold ice packs. The patient had not undergone any other procedures in the symptom area on the procedure day or within 90 days prior. No system errors had occurred during treatment. This was the first time the treatment tip was used and it was inspected prior to use and every 50 pulses with no discrepancies found. The morning after the treatment the patient reported they were experiencing redness and swelling with some visible blocks where the skin had darkened. Later that day the patient observed one blister on the lateral aspect of their upper eyelid. The provider advised the patient to continue applying cold packs and also prescribed xyzal, antihistamine, and the prednisolone to decrease swelling and inflammation. Over the next few days the swelling slowly subsided however the skin was still red and darkened with scabs that had flaked off over time. 12 days after the treatment, the patient still had some redness visible on both eye lids but the swelling and scabs had resolved. 28 days after the treatment the patient reported that there were signs of pigmentation forming. The provider believed the patient¿s exposure to the sun had worsened their condition and stressed again the importance of spf protection. The patient had been traveling in italy and visited a dermatologist who prescribed decortil-c, k5 anti-brown spots skin lipogel and new spf 100. The current status is reported as skin appears red around right eye with one area of pigmentation on top eyelid and one at the junction of lower eyelid and cheek. Pigmentation seems to have stabilized and improved slightly with treatment. The outcome reported is the patient has post inflammatory pigmentation that might still respond to further treatment. Multiple pictures of the patient injury were provided with no exact dates of when each were taken. The pictures were reviewed by a solta medical reviewer. Inflammation, edema and erythema were visible in some pictures. In other pictures the edema and inflammation showed they had recovered with hyperpigmented areas visible on both the upper and lower eyelid. The hyperpigmented areas appeared to be recovering, however, hyperpigmented areas were visible on both upper and lower eyelids.